Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Information indicates this product is currently in the possession of the explanting hospital. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed based on explant and replacement of the lead.

Event description:
It was reported that this patient presented to the emergency room (ER) due to muscle stimulation on their right side. The device electrograms appeared normal but the right atrial (ra) threshold was high at 5 volts at 0.4 milliseconds. It was also observed that the ra pace impedance had been slowly trending upward and then three (3) days ago, there was a sudden drop, though it remained within the normal specification range. A chest x-ray was performed in hospital four (4) days ago and no issues were noted but based on a new x-ray performed in the ER, it appeared that this ra lead had dislodged. Ra capture was confirmed but at higher outputs, phrenic stimulation occurred. The patient was noted to pace approximately 28 percent in the atrium at the lower rate limit but has good conduction. The device was subsequently reprogrammed to a ventricular-only pacing mode at 50 beats per minute. All information was sent to the office of the implanting physician on the same day. Information indicates the patient was contacted by the implanting physician to coordinate a date to perform a ra lead revision, but it has not been scheduled yet. The lead remains in-service at this time. No additional patient symptoms or adverse patient effects were reported.